Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted, is not available for return. No device malfunction could be confirmed. Surgeon indicated cases were challenging and after surgical intervention patients iop was within acceptable range with valve still implanted.

Event description:
One day after implantation the patient suffered from hypotonry followed by aqueous misdirection, flat anterior chamber and high iop they treated by pars plan vitrectomy.